Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing and low impedances when in bipolar configuration. The lead polarity was changed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 lead implanted: 2002 (B)(6). (B)(4).